Event description:
New information received notes that lead fracture was believed to be the cause of the issues.

Event description:
New information received notes the right ventricular (rv) lead had oversensing noise. The lead was capped on (B)(6) 2025. Post-procedure the patient was discharged.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance. No changes were reported. There were no patient consequences.